Manufacturer narrative:
In mfg report no 1823260-2023-02703-01, the second line in h10 additional mfg narrative h10 additional narrative should have been: "the investigation reviewed the calibration data. The calibration data between each set of measurements did not change. There were no calibration and qc issues noted." Instead of: "the investigation reviewed the calibration data. The calibration data between each set of measurements did not change. There were no calibration and qcs noted."

Manufacturer narrative:
The investigation noted that several reagent packs were loaded for the cre2 assay. The investigation reviewed the calibration data. The calibration data between each set of measurements did not change. There were no calibration and qcs noted. The investigation reviewed the alarm data and noted that the system reported several events of "no fluid on cup' alarms, but not specifically for the reported samples. A pipetting accuracy check was performed with successful results; a problem with the probe was excluded. Based on the provided information, a systematic product problem can be excluded. The investigation determined that the event was caused by the presence of gel in the patient sample. No further issues were reported by the customer.

Event description:
The initial reporter received questionable crep2 (creatinine plus ver.2) assay results from two patient samples tested on the cobas integra 400 plus. It is unknown if the initial results were reported outside of the laboratory. The internal pathologist requested for a rerun of the patient samples. Sample 1: on (B)(6) 2023, the initial result was 126.3 umol/l. The repeat result was 82.9 umol/l. Sample 2: on (B)(6) 2023, the initial result was 111.5 umol/l. The repeat result was 68.5 umol/l.

Manufacturer narrative:
The reagent lot number is 69829001. The expiration date was requested but not provided. The investigation is ongoing.